Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that patient faced catheter box damaged event on (B)(6) 2024. The patient reported that 7 of the 10 catheters in the box were opened. No further information.

Manufacturer narrative:
E1: patient city: (B)(6) , patient country: switzerland.